Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported symptoms of weakness and dizziness and was unable to self-treat. A non-healthcare professional (non-hcp) and healthcare professional (hcp) provide an insulin (type/dose unspecified) injection for treatment for the diagnosis of hyperglycemia. The customer had unspecified laboratory results performed. There was no report of death or permanent impairment associated with this event. A sensor result of 140 mg/dl was compared to a competitor brand meter reading of 500 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.